Event description:
It was reported that on literature review "efficacy analysis of intertan and pfna in the treatment of unstable intertrochanteric fractures", 5 patients had an intraoperative local complication while having an internal fixation surgery with the intertan system. The patients had a lateral greater trochanter fracture. It is unknown how the adverse event was resolved. The current state of health of the patients is unknown. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4). Efficacy analysis of intertan and pfna in the treatment of unstable intertrochanteric fractures hou bo, liu tao, cao fu-jiang ((B)(6)). Doi: 10.15912/j.cnki.gocm.2020.16.004.

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the article noted 5 patients had an intraoperative local complication (lateral greater trochanter fracture) while having an internal fixation surgery with the intertan system. Patient specific clinically relevant documentation has not been provided as of the date of this medical investigation and it was communicated that there was ¿no more information¿. The current patients health status remains unknown. The clinical root cause of the reported intraoperative complications could not be further assessed. The patients outcomes beyond that which was documented in the article could not be determined. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Factors and/or potential causes that could contribute to the reported event include excessive forces applied to implant and surgical technique. The contribution of the devices to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.